Manufacturer narrative:
Unit passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.